Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind during rewind process. Customer's blood glucose was unknown mg/dl. The customer stated that the device has been bumped but not recently. The customer advised and explained that the pump didn't the detect the reservoir. The customer stated the drive support cap appears normal. The customer was advised that the device would be replaced and return to a backup plan until the replacement arrives.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked display window, cracked case at the display window corner and cracked battery tube threads.